Event description:
Caller reported that after adjusting the bolus setting to on, the blood glucose reading displayed as "low." The specific value was unknown, but caller indicated that it fell below normal levels. Customer took action by consuming carbohydrates, which resolved the immediate issue, and received normal assistance without further complications. Recommendation was made to consult with a healthcare provider regarding diabetes management.